Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient's wound opened up. Multiple attempts were made to obtain a medical assessment from the physician regarding the nature of the issue, but none was available. The device was removed and there have been no reports of further complications regarding this event.